Event description:
It was reported that the patient felt a burning sensation. Pain and paresthesias also reported. Tooth location 36. Implant was removed. The patient still has different sensations on the left side. Nothing is wrong on the left side, the osseointegration was normal before removal. To date, doctor has not placed a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided. G4: premarket identification PMA/510(k) #: k011245/k002188. H6: event problem codes: patient code: 2146.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spwb8, (impl tapered sp 4.8 mm 8 mm octagon) for evaluation. The reported device was returned. However, a device malfunction could not be verified. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Upon locating the device, this complaint record will be reopened and updated accordingly. Device history record (DHR) review was completed for the subject lot number 2120006566. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120006566 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event updated with the correct date. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spwb8, (impl tapered sp 4.8mm 8mm octagon) for evaluation. The reported device was returned however, a device malfunction could not be verified. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Upon locating the device, this complaint record will be reopened and updated accordingly. Device history record (DHR) review was completed for the subject lot number 2120006566. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120006566 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.